Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and bradycardia. It was also reported that the patient experienced dizziness and a syncopal episode. It was further reported that the right ventricular (rv) lead exhibited an increase in threshold and intermittent non capture. The rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.